Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since a biopsy path and sample taken was applied in a different location in the brain than anticipated with the brainlab device involved, despite according to the surgeon: the surgery was to receive a diagnostic pathological sample only, not to remove the tumor or treat the disease. There was no (direct or increased) risk to harm a critical structure (e.g. Important brain tissue or blood vessels) due to the craniotomy/burr hole or invasive steps. There was no harm/negative clinical effect for this patient due to this issue. Also not due to insignificant anesthesia/surgery prolong of less than 30min at the original surgery, nor due to the anesthesia/surgery repeat of ca.1-2h for the revision surgery. The revision surgery, also with the aid of brainlab navigation, was successful as intended. There were further no remedial actions necessary, done or planned for this patient due to this issue. Hospitalization was prolonged by one week for the revision surgery date. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the deviation of the path and biopsy location in the actual brain anatomy by ca. 8mm posterior from the intended trajectory displayed by the navigation, can be attributed to a combination of the following main factors: a less than ideal point acquisition by the user for patient registration, in combination with a pre-surgery MRI scan used that was not as required by the navigation, causing the navigation software to not find an as accurate match as desired in the region of interest for this specific procedure, between the preoperative image dataset and the actual patient anatomy: the point acquisition by the user during patient registration was less than ideal with insufficient points acquired on unique bony areas on the patient's face, e.g. Not enough points were acquired on the nose and region of interest as required. The MRI scan acquired 5 days before the surgery showed significant compression and skin shift due to a headrest or other restraint mechanism, also in areas where registration points were taken. Further, in the intervening time, there could have been a change in the patient's actual anatomy including the skin surface. Apparently the extent of the resulting deviation of the navigation display was not detected by the user (despite acknowledging that the accuracy was less than optimal prior to the patient being draped) with the necessary and required user verification of accuracy directly after the registration. A movement of the patient's head in the non-brainlab head holder and/or of the navigation reference array due to insufficient rigid fixation for inadvertent forces at or after draping during the surgery. Apparently the resulting deviation of the navigation display was not detected by the user before applying the craniotomy and dissection path, with the necessary continued user verification of accuracy after draping and throughout the surgery not sufficiently performed. A to a lesser extent contributing factor, that can have added a to small deviation, is: the marker spheres used with the unsterile equipment - also used for registration- were not new as recommended. If the surface of the not new marker spheres is e.g. Slightly damaged (even if not visible to the eye), deviations of marker position detection can occur (and thus of instrument position displays / point detections). There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to reiterate the relevant topics regarding the use of the device to this customer.

Event description:
A cranial surgery for a diagnostic biopsy of a lesion in the brain, located subdural left side parietal, with a diameter of ca 2.5cm, has been performed with the aid of the brainlab cranial navigation sw 3.1. A pre-operative MRI t1 scan was acquired 5 days before the surgery, to use for navigation. The trajectory was planned at the surgery day directly before the surgery. During the procedure the surgeon: positioned the patient in a supine orientation, with the head tilted lateral, in a non-brainlab head holder, and attached the unsterile navigation reference array to the head holder. Performed the image registration with surface matching with acquiring registration points - using the softouch - on the patient's skin surface to match the display of the navigation to the current patient anatomy. Verified the accuracy of the patient registration to navigation at area of intended craniotomy and inside external auditory canal, determined the result as less than optimal, but accepted the registration as good enough to proceed. Used the softouch to navigate to the trajectory's entry point and marked the location on the patient's kin with a pen. Draped the patient, and exchanged the unsterile array to a sterile array. Performed the incision at the marked location, and created the burr hole (craniotomy) of ca. 2cm. Used the navigated pointer to determine the dissection path to the planned target point, and took the biopsy. Pathology stated that the biopsy sample was hypercellular and abnormal. The surgeon believed that the location of the sample was not from the intended location, and being unsure in which direction it deviated, decided to end the surgery. Closed the patient and completed the surgery. Post-op MRI and CT scans were performed after the surgery, and from these the surgeon determined that the center of the craniotomy, the path and biopsy location deviated by ca. 8mm posterior from the intended trajectory. The edge of the burr hole was adjacent to the lesion. The surgeon decided to perform a revision surgery to retrieve the desired diagnostic sample. The revision surgery took place on (B)(6) 2019 also with the aid of brainlab navigation, by extending the existing bone flap of the original surgery. The revision surgery was successful as intended. According to the surgeon: the surgery was to receive a diagnostic pathological sample only, not to remove the tumor or treat the disease. There was no (direct or increased) risk to harm a critical structure (e.g. Important brain tissue or blood vessels) due to the craniotomy/burr hole or invasive steps. There was no harm/negative clinical effect for this patient due to this issue. Also not due to insignificant anesthesia/surgery prolong of less than 30min at the original surgery, nor due to the anesthesia/surgery repeat of ca.1-2h for the revision surgery. The revision surgery, also with the aid of brainlab navigation, was successful as intended. There were further no remedial actions necessary, done or planned for this patient due to this issue. Hospitalization was prolonged by one week for the revision surgery date.